Event description:
It was reported that prior to starting a davinci si surgical procedure, the customer noted that the wire was ripped on the prograsp forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with a frayed grip cable and a frayed pitch cable. The frayed grip cable was found to stick out at the wrist in various lengths. The frayed pitch cable was found at distal clevis hub. No damage was found at the clevis. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.